Event description:
It was reported that an incomplete fill tubing alert occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via pump was delivered to resolve the bg. Tandem technical support educated the customer on the alert and ensuring to complete the fill tubing process. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.